Event description:
It was reported that prior to a hemicolectomy procedure, the blister was damaged. Cartons were ok. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the delamination cause the packaging to be non-sterile? Yes. The blister was bended and in the kinked parts of the blister the foil was delaminated from the blister.

Manufacturer narrative:
(B)(4). Two individual tlc55 cartons were visually inspected and found to be severely damaged from longitudinal crushing force on the both ends. The blister packages were taken from the cartons for visual examination and both were confirmed to have severely damaged and broken blisters. Blister damage is aligned with carton damage. The damage to the packages did not likely occur from dropping as the damage is severe on both ends and is indicative of longitudinal crushing force. It is suspected that the damage occurred external to the packaging facility for the following reasons. All blister packages are visually inspected immediately after sealing and placed into individual cartons. The loaded individual cartons are packed into shipper cartons. Random quality inspections take place. The completed shippers are placed on a pallet for transport. If product is damaged or dropped, a nonconformance would be issued and damaged or dropped product would be scrapped. No nonconformance has been documented for this lot. Clamp-truck lifting would crush entire shipper unit. If this occurred internally, a nonconformance would be issued and damaged or dropped product would be scrapped. The cartons were likely crushed in transit or storage external to the packaging facility. Two individual tlc55 cartons were visually inspected and found to be severely damaged from longitudinal crushing force on the both ends. The blister packages were taken from the cartons for visual examination and both were confirmed to have severely damaged and broken blisters. Blister damage is aligned with carton damage. The damage to the packages did not likely occur from dropping as the damage is severe on both ends and is indicative of longitudinal crushing force. It is suspected that the damage occurred external to the packaging facility for the following reasons. All blister packages are visually inspected immediately after sealing and placed into individual cartons. The loaded individual cartons are packed into shipper cartons. Random quality inspections take place. The completed shippers are placed on a pallet for transport. If product is damaged or dropped, a nonconformance would be issued and damaged or dropped product would be scrapped. No nonconformance has been documented for this lot. Clamp-truck lifting would crush entire shipper unit. If this occurred internally, a nonconformance would be issued and damaged or dropped product would be scrapped. The cartons were likely crushed in transit or storage external to the packaging facility. Lot history records for l4ed6p, product code tlc55, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.